Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and three openings assessed as surgical damage. Additional, changed, and/or corrected data: d.9., h.3., h.6.